Event description:
The (B)(4) reported, surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt #4: male pt experienced a left femur fracture and was implanted with a femoral nail and four (4) screws. Pt was discovered to have non-union and was returned to the operating room on an unknown date. The hardware was removed and the pt was revised to a plate and screw construct. It cannot be verified if the product is synthes product. This is 3 of 5 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.